Event description:
The facility reported an infuso.r. Pump with a condition of, "part # 5146717 is broken, cannot order direct, must be sent in for repair." It is unknown when this condition occurred. However, it is known to have occurred in the "anesthesia" department. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "part # 5146717 is broken, cannot order direct, must be sent in for repair"? Was confirmed during device evaluation. The cause of the problem was a broken ring terminal of battery door wire. Service replaced the ring terminal of battery door wire to fix the problem.